Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity in the mid left anterior descending (lad) artery. During the procedure, while a guide wire was advanced a perforation occurred due to the calification in the vessel. A 2.8 x 19 mm graftmaster stent could not cross to treat the perforation due to the tortuosity of the vessel. Another graftmaster was used to complete the procedure successfully. The patients final outcome was satisfactory. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to advance and reported treatment appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.